Event description:
The pt had reported in 2004 that their meter had been giving false high readings. Medical affairs was unable to get in cotnact with the pt and will be sending pt a letter to obtain more clinical info. Based upon the initial info provided, this case is being reported as an adverse event. The pt's spouse tested pt's blood glucose with the result of 130 and 135. Pt has been feeling sweaty and experienced a fast heart beat at the time of testing. An hour later, spouse took pt to the hosp where pt reading was 13 mg/dl on the hosp device. Pt was treated with 50u of glucose and was hospitalized, ccr was unable to troubleshoot the meter with the pt, since the hosp staff had thrown the subject meter away. Pt did not have any control solution; however, mentioned that the test strips were not expired and were in good condition. Ccr was unable to verify if the meter code matched the test strip code or the unit of measurement on the meter. This case is reproted as an adverse event, since if the pt had known their meter reading was low, pt may have treated self or sought medical attention sooner.